Event description:
String breaking off [device breakage]. String is coming out of the top [device physical property issue]. Case narrative: consumer reported via email that the tampon string is breaking. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String breaking off [device breakage]. String is coming out of the top [device physical property issue]. Case narrative: consumer reported via email that the tampon string is breaking. No injury was reported.